Event description:
Complainant alleged that while treating to defibrillate a pt (age & gender unk), the device returned a "shock advised" determination, however, failed to discharge and prompted a "change batteries" message. CPR was continued, the pt's heart rhythm was analyzed, the device returned a "shock advised" determination, however, failed to discharge and prompted a "change batteries" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.